Manufacturer narrative:
Argus case: (B)(4).

Event description:
Physical deconditioning [physical deconditioning] case description: this case was reported by a non-health professional via call center representative and described the occurrence of physical deconditioning in a patient in 80s who received glycerin (biotene mouthwash (unknown)) mouth wash for an unknown indication. Concurrent medical conditions included bedridden. In (B)(6) 2023, the patient started biotene mouthwash (unknown). In (B)(6) 2023, an unknown time after starting biotene mouthwash (unknown), the patient experienced physical deconditioning. Biotene mouthwash (unknown) was discontinued in 2023 (dechallenge was unknown). On an unknown date, the outcome of the physical deconditioning was unknown. It was unknown if the reporter considered the physical deconditioning to be related to biotene mouthwash (unknown). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: patient: in his late 80s. In (B)(6) 2023, the patient started biotene mouthwash (unknown). The bedridden patient purchased biotene mouthwash (unknown) and used it for several months. Duration of use: for several months from (B)(6) 2023. In (B)(6) 2023, although it was unknown if the use of biotene mouthwash (unknown) was responsible, the patient experienced physical deconditioning from (B)(6) 2023 to (B)(6) 2023. The physical deconditioning temporarily progressed to a life-or-death condition (seriousness: non-serious). Follow-up information received from the reporting non-health professional via a medical representative on 05 july 2023. Patient: an 88-year-old male. Follow-up information received on 11 july 2023. [Clinical course]: intermediary was a medical representative. Concomitant drug: unknown. Complication/medical history: unknown. In (B)(6) 2023, although it was unknown if the use of biotene mouthwash (unknown) was responsible, the patient experienced physical deconditioning from (B)(6) 2023 to (B)(6) 2023. The physical deconditioning temporarily progressed to a life-or-death condition (seriousness: disability). Treatment for adverse event: none around (B)(6) 2023, the patient experienced physical deconditioning. The outcome of the physical deconditioning temporarily progressed to a life-or-death condition was resolved. The patient had felt better in (B)(6) than (B)(6). It appeared that the patient was continuously using biotene on a regular basis. [Reporter's comment]: the patient had been bedridden since before using the product. He required nursing and had been in a special elderly nursing home. As he was using the retrieved product at the time of physical deconditioning, the reporter asked if there would be any causality just in case. Causality was unknown.